Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the low suspend alarm was turned off and she experienced low blood glucose without being alerted. Customer's blood glucose was 40 mg/dl. The customer was assisted with turning off the alert silence to be able to hear the alarms. She declined troubleshooting for low blood glucose. The insulin pump was not replaced or returned for analysis.